Event description:
The accounts biomed stated that the weld is broken on the left head siderail, causing damage to the cable and exposing bare wiring.

Manufacturer narrative:
The biomed replaced the siderail cables and the left siderail frame to repair the bed.